Manufacturer narrative:
An investigation has been opened to review history record and device documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that "CT measurements of the right cfa were approximately 8 mm with a high bifurcation. Doctor used us to guide access and injected contrast through the micropuncture dilator to verify access site. He stated that he was higher than he wanted but was satisfied to proceed with the tavr procedure. A measurement of 5.5 was obtained for arteriotomy with depth measuring device. When he exchanged for a larger dilator, a kink was created in the wire and he couldn't advance the larger dilator. After, reintroducing the 6f dilator, he pulled the wire back to bring the kink outside of the body. He measured with the depth measuring device again to verify that it was the same. He then proceeded with the tavr procedure without further incident. The closure device was deployed at a depth of 6.5 with immediate hemostasis at the access site. A catheter was advanced from the right radial to the iliac bifurcation and a dsa was conducted to verify the manta status. No extravasation was noted. The patient was moved to recovery where at some point within the first hour, their condition started to worsen. The patient was immediately sent back to the cath lab and a small extravasation was noted adjacent to the former access/closure site. Covered stent used to seal the area of extravasation. Bmi 24, no calcium and no tortuosity, rep was present for case. This was physician's 3rd case with closure device."

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiograms were submitted and reviewed by the investigative team and indicate a high access with a high bifurcation. The device lot history record review indicated no non-conformities related to this lot therefore supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the right common femoral artery. Access was gained and verified utilizing ultrasound guidance and injecting contrast through the micropuncture dilator. The arteriotomy was approximately 8.0 mm with a high bifurcation, no calcification or tortuosity, and a depth measurement of 5.5cm + 1cm. The physician expressed access was higher than he wanted but was satisfied to proceed. While exchanging the depth locator for a larger dilator, a kink formed on the wire and the physician was unable to advance the larger dilator. Following reintroduction of the 6f dilator, the physician pulled the wire back to move the kink outside the patient anatomy. A second depth measurement was checked to verify consistency. The physician then proceeded with the tavr procedure. Manta was successfully deployed, achieving hemostasis immediately at the access site. No extravasation was noted after a pigtail catheter was advanced from the right radial to the iliac bifurcation and an angiogram verified the manta status. The patient was transferred to recovery; although within the first hour, their condition deteriorated. The patient was immediately transferred back to the cath lab. A small extravasation adjacent to the access site was noted. The physician chose to deploy a stent to cover the site; and the patient outcome post procedure was fine. Due to the post angiogram verifying no extravasation was seen at the manta site, a root cause cannot be determined for the late bleed. The IFU warns do not use if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. An implant incorrectly positioned could result in blood escaping past the implant. Additionally, it was noted the physician experienced difficulties exchanging the depth locator for larger dilators, kinking the wire. The re-advancement of the dilators or the advancement of the damaged wire potentially could have scrapped against the intima causing a dissection. A dissection present at the access site may cause the manta anchor not to catch the artery wall as designed, creating a non-optimal seal which clinically presents as extravasation. In the event bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The following potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: late arterial bleeding, and oozing from the puncture site.